Manufacturer narrative:
Note that information references the main component of the system and other applicable components are : product ID: 3778-75, lot# va0t5f6007, implanted: (B)(6) 2016, product type: lead. Product ID: 3778-75, lot# va0yw4m001, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the cause of the unexpected effectiveness of the implanted device as compared to the trail was unknown. The patient just wanted to know how long to adapt to improve the symptoms and the patient had accepted the explanation of the hotline.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted in (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the device was explanted because of no effect. The event cause was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, lot# va0t5f6007, implanted: (B)(6) 2016, product type: lead. Product ID 3778-75, lot# va0yw4m001, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that despite being reprogrammed several times, they did not receive obvious improvement of their symptoms. The patient¿s ¿legs felt limp¿ and they ¿couldn¿t walk and sleep¿ at the time of report. The patient did not receive a 50% or greater decrease in symptoms from their device. It was ¿unknown¿ whether any actions or interventions had been taken to resolve the issue. It was noted the patient was implanted for the treatment of spinal neuralgia. The company representative (rep) reported five months later that the patient got surgery due to brachial plexus pain . The effectiveness was good during the first surgery test, so the patient got the stimulator implanted on (B)(6) 2016. After surgery, the patient felt the effectiveness was not as expected. On (B)(6) the patient got other leads implanted and often had programming, but the patient was not 100% satisfied with effectiveness. The patient suspected ¿if the surgery to implant all the devices is reasonable¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.